Manufacturer narrative:
This patient received ekos therapy in (B)(6) 2015. Nearly one year following the successful ekos treatment, this patient developed an ich in (B)(6) 2016. The patient was enrolled in a retrospective study - (B)(6) (subject (B)(6)). The principle investigator assessed the relationship of the ich to the study device as unknown, the relationship to the thrombolytic as unknown and the relationship to anticoagulation as unknown. The btg physician has assessed this event as unrelated to the study device. A query was sent to the study site to confirm the relationship assessment, but to date no update has been received. This event is being reported due to the current relationship assessment made by the principle investigator.

Event description:
A (B)(6) male patient was treated with ekos on (B)(6) 2015 for a bilateral pe. Ekos treatment ran for 17 hours with a total dose of 34 mg r-tpa (17 mg r-tpa through catheter placed in right pulmonary artery and 17 mg r-tpa through catheter placed in left pulmonary artery) without issue. On (B)(6) 2016, nearly one year after ekos treatment, CT and laboratory test confirmed an intracranial hemorrhage. A non-surgical drug treatment was provided to the patient and the ich resolved on 02 (B)(6) 2016. This event was not reported to be associated with the ekos device/treatment by the treating physician at the time of the event. This patient was enrolled in a retrospective study (B)(6) (subject (B)(6)). The ich was classified as a clinical study sae by the principle investigator on 12 oct 2018.

Event description:
This is a follow up #1 report submitted to update the relationship assessment made by the principle investigator. (Reference to h.10). Refer to the initial MDR for the event description.

Manufacturer narrative:
Follow up #1 narrative: the adverse event relationship has been updated. The principle investigator assessed the relationship of the ich as not related to the interventional procedure, study device or thrombolytic drug. The ich was assessed as definitely related to the anticoagulant drug.